Event description:
It was reported that the patient was experiencing inadequate stimulation and increased charge burden. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and leads will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(6); batch: 7074068/7074052.